Event description:
A report was received that the patient had difficulty charging the ipg. It was also reported that the ipg did not feel like sitting flat. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.